Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported loss of suction during a lasik procedure. The procedure was aborted. It is unknown when the patient will return for treatment. No additional information available. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).